Event description:
It was reported that the programmer was unable to "find" the patient's implanted device. Another programmer was being located in order to interrogate the device. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.